Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female nurse reporting on self from the united states. The consumer was allergic to latex and she was not taking any concomitant medication. On an unspecified date, the consumer started using o.b procomfort super, one tampon, four to five times daily, vaginally for menstruation (lot number and expiration date unspecified). After an unspecified duration, when she removed the tampon, she noticed that the netting or the covering on the tampon stayed in her vagina. She had been using the device since years but noticed the events several times only recently with the use of device. She removed the retained pieces. After an unspecified duration, she discontinued using the device. This report had a non serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. Sample was received on (B)(6) 2012, which contained two sealed o.b procomfort super tampons with no package. A visual inspection of the returned sample confirmed that the cover was present and correctly positioned. The cover seal and the two saddling points on the tampon met the specifications. No valid lot number was provided with the complaint or the returned sample. A review history of non conformances noted that a total of three non conformances were recorded for defects related to pro comfort cover. No trend was identified that would require further action. A review of the manufacturing process, design, package and product changes for the last 2 years noted that the only significant change that was made to the cover was a change of (B)(4) for three ingredients of the material. This change was determined to have no significant impact on the material or the finished product quality. A review of the complaint data associated with each category found no adverse trends. Based on the investigation, this complaint was not confirmed. The device met the specifications. Trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female nurse reporting on self from the united states. The consumer was allergic to latex and she was not taking any concomitant medication. On an unspecified date, the consumer started using o.b procomfort super, one tampon, four to five times daily, vaginally for menstruation (lot number and expiration date unspecified). After an unspecified duration, when she removed the tampon, she noticed that the netting or the covering on the tampon stayed in her vagina. She had been using the device since years but noticed the events several times only recently with the use of device. She removed the retained pieces. After an unspecified duration, she discontinued using the device. This report had a non serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.